Event description:
Date of insertion ¿ (B)(6) 2024: 46 days dwell time. 7 dressing changes. Assessing drsgs, found wet. Removed drsg and noticed tpn/lipids leaking from where the line enters the purple hub.

Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Manufacturer narrative:
A review of the DHR and inspection records could not be conducted, since a lot number was not provided. According to the customer, there were no samples available for review. Additionally, there was no visual evidence provided to support the alleged complaint. Without such evidence, the results are inconclusive and the complaint could not be confirmed. Without such evidence, the results are inconclusive and the complaint could not be confirmed. Establishing a root cause and appropriate corrective action for the reported issue is not possible.